Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported they had an appointment with their healthcare provider (hcp) scheduled for (B)(6) 2016 to discuss the issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had burning at the ins site and they had blurry/double vision. The patient's left hand tremor had worsened. There were no trauma/falls that could be related to the issue. The patient was going to make an appointment with their health care professional (hcp). All of the issues had a sudden onset. When the ins was turned on, she felt burning at the ins site that would last for 5-10 seconds. No visible marks on the skin at all. The blurry/double vision would occur when she would wake up. Following an adjustment to the stimulation to make the left hand tremor stop, she could not speak. The patient had to go back in and have it adjusted again to get their speech back. The tremor in their left hand was much worse now than it was before. Further follow-up was being conducted to determine if their managing physician had been notified of the issues and what steps were taken to resolve the symptoms. If additional information is received, a follow-up report will be submitted.